Event description:
Additional information indicates that the pacemaker was explanted due to normal battery depletion (nbd). Moreover, the device was kept by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device previously had a magnet rate of 100 beats per minute (bpm) and 2.5 years remaining longevity on gas gauge. During the recent device check, the magnet rate was at 90 beats per minute (bpm). Boston scientific technical services (ts) discussed longevity is determined by falling into 1 of 4 bins. Even a small change in impedance could cause a jump from one bin to another. Moreover, boston scientific technical services (ts) recommended to begin manually manage output as the device approaches elective replacement indicator (eri). No resolution reached as of the moment as there was no additional information received. To date, the device remains in service. No adverse patient effects reported.